Event description:
Boston scientific received information that during post operative checks it was noted that this patient was in an atrial fibrillation arrhythmia. In addition, undersensing, high thresholds, and loss of capture was noted on this right ventricular lead. Reprogramming was done to mitigate this issue, and the patient was discharged with no further complications. Subsequently, additional information was received that a repositioning procedure was scheduled due to a suspected lead dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently a follow up took place and measurements on the right ventricular lead appeared elevated. A repositioning procedure took place and most operative checks showed normal measurements the lead remained implanted and a normal follow up was scheduled. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.